Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient's coworker brought the patient to the hospital because the patient had chest pain while in the office and passed out. It was reported that the cgm was displaying 41 mg/dl but the patient's bg was 321 mg/dl. There were not other symptoms reported for the event. It was reported that the patient had tests done to rule out a possible heart attack. The patient was discharged from the hospital after 24 hours. At the time of the report, the patient was feeling okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.